Event description:
During a shoulder procedure,a portion of the distal tip of 4 vapr wedge electrodes fell off into the patient's joint space.they are sure that 3 fragments were retrieved from the body and are unsure about the 4th fragment.the case was concluded successfully without further incident or harm to the patirnt [associated with MDR 1221934-2006-00067 & 00069]